Manufacturer narrative:
Correction b1. The investigation of the reported failure mode has been completed. No product was received for evaluation. Purge pressure high: data log review confirmed the reported issue. The cause of the high purge pressure was biomaterial buildup since data log review showed gradual purge pressure buildup and no motor current (mc) spikes. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 had high purge pressure and purge system blocked alarms. Lysis was administered. It was further reported that the patient¿s therapy was discontinued, the reason was not provided due to data protection of the patient. This decision was not impella related. The patient expired.